Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer stated receiving an auto off alarm too prematurely. It was also reported that it had taken three hours to charge from 5% to 90% and that the pump was very warm. The customer 's blood glucose level (bg) was 372 mg/dl and does not believe to have ketones. The customer had administered a correction with the pump to manage bg level. During follow up with tandem technical it was reported that the alarm cleared and the customer's bg level lowered to 126 mg/dl. It was indicated that the customer would continue to use the pump but had insulin pens as alternative insulin therapy.